Event description:
Arthrex disposable device (flipcutter iii drill ref: ar-1204ff lot 25e32) and metal covering on tip of device came off while using leaving a piece of the device in the patient that had to be removed.